Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The issue alleged by the customer was confirmed. The central processing unit board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, when the anesthesia machine was turned on, mechanical ventilation was not functional. There was no report of patient involvement.